Manufacturer narrative:
P-cap / reservoir locks properly into place. Blank display due to cracked glass. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: broken belt clip rails, faded serial number label, scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case on the battery tube side and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump had a crack on backside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.